Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room (ER) and was hospitalized on (B)(6) 2026, due to significantly elevated blood glucose (bg) levels after wearing the pod for approximately two days on the leg. Bg levels were reported between 400-500 mg/dl, with a reading of approximately 480 mg/dl upon arrival at the hospital. Reported symptoms included rising bg levels, ketones in the urine, frequent urination, and nausea. The patient received three bags of intravenous fluids during a hospitalization lasting approximately five hours and was discharged the same day. According to the patient, the only diagnosis provided at the hospital was high bg levels. The patient further reported that the adhesive on the pod failed to adhere properly, causing the pod to detach prematurely, even when an overlay patch was used. This resulted in lack of insulin delivery and contributed to the elevated bg levels that led to the emergency room visit. She confirmed receiving a pod alert stating ¿insulin delivery stopped¿ on the date of the event. The system transitioned from automated mode to manual mode due to persistent hyperglycemia. The patient confirmed that the pink slide had advanced and that the cannula was inserted during wear. Upon removal of the pod, she reported smelling insulin, indicating a leak. The pod is no longer available for return.